Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to call back if any further malfunction codes appeared.